Manufacturer narrative:
(B)(6). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used?gastric at what location on the tissue? Fundus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? Yes. If so, which product? Gore seamguard. Was the instrument fired across or near an existing staple line or clip? No were any unexpected noises heard? None reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis found that one device was returned in good visual condition and with the manual override mechanism partially activated. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon evaluation, the knife reverse button was noted fully functional. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition a photograph was received for review. No potential root cause could be identified based on the photographic evidence alone. However, I believe the combination of a white staple cartridge and buttressing on stomach probably was a contributor.

Event description:
It was reported that during a gastrectomy procedure the surgeon was firing the device with a white reload for the initial firing, they clamped down on the fundus and the device would not fire. They did not remember hearing the device power up. The surgeon then attempted to prepare to remove the device with the powered reverse button and it would not actuate and there was no reverse function. The rep was contacted and provided the steps to use for the manual override; however, the surgeon was unable to pull back the knife and open the device. He then used another like device and fired beside the original device and cut the device off of the tissue. He then proceeded with the second device to complete the procedure. There was no consequence reported.